Event description:
Patient with an opened wound to the heart cavity was being treated for postoperative mediastinitis after mitral valve annuloplasty and CABG. It was reported that the patient started to bleed during v.a.c. Treatment. Patient was taken to the operating room where clinicians tried to stop the bleeding by suturing the patient's right ventricle; this was not successful. It was reported that the sternum had eroded the right ventricle during v.a.c. Treatment despite the use of protective fine net mesh.